Event description:
It was reported that, during an explant procedure, the setscrew was stuck. Both a torque wrench and a fixed hex wrench were used without success. Technical services advised the setscrew is likely stripped. Advice on how to remove a stripped setscrew was given. The doctor will try again. There were no adverse patient effects.